Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and was not giving the customer any insulin. Customer's blood glucose reading at the time of the call was 18.5 mmol/l and had treated with manual injections. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.